Event description:
Imp ref # (B)(4).

Manufacturer narrative:
From the document review of the lot involved (1410893a - (B)(4) items produced) no anomalies were found. The screw driver tip failed during the insertion of an 8 mm screw. As mentioned in the surgical technique it's mandatory to tap for screws larger than 7 mm and we got the confirmation that the surgeon did not tap in that particular case.